Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the failure of the printed-circuit board.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preventive maintenance, it was found that all indicators on the front panel of the subject device could not be turned off. There was no report of patient injury associated with the event.